Manufacturer narrative:
Date of event: the device was implanted in (B)(6) 2020, therefore, date of event was approximated to (B)(6) 2020, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices during two different procedures. It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a mid-urethral sling procedure performed in (B)(6) 2020. According to the complainant, the patient experienced some sort of a rash or flushing. Initially, in (B)(6) 2020, the patient was implanted with an upsylon y-mesh and developed a rash two to three months after the implantation of the first device. Reportedly, since the rash occurred moths later, the allergy or symptoms may or may not be related to the mesh; however, the patient was advised to undergo mesh allergy test. Boston scientific has been unable to obtain additional information regarding the patient condition to date despite good faith efforts.